Event description:
Boston scientific received information that there was oversensing of noise on this right ventricular (rv) lead causing inappropriate anti-tachycardia pacing (atp). The amplitude and impedance measurements both appeared to fluctuate significantly. The health care professional (hcp) indicated they would discuss possible cause of noise with the patient as boston scientific technical services (ts) believes it is most likely due to electromagnetic interference (emi). There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.